Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained for a patient sample. The positive troponin result was considered discordant when compared to a repeat negative troponin result. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra result.

Manufacturer narrative:
The cause for the false positive troponin patient result on the advia centaur xp system when compared to the repeat negative troponin is unknown. The customer's quality control results were within acceptable ranges at the time of the incident. The customer did observed that there were less than five tests remaining in the troponin reagent readypack, however, the serial number of the reagent readypack is not available for further investigation. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."